Event description:
(B)(6) healthcare was notified of an incident involving a rollator by the end user who stated the front legs fold in on themselves and caused him to fall several times resulting in multiple scrapes, bruises and cuts to his body and face. The end user reported that his doctor informed him that he had a heart attack after one of his falls. The end user did not identify how or why the issue was occurring. The injuries have not been specified to date. As part of its complaint review and evaluation process, (B)(6) healthcare will also notify the manufacturer of the product about this complaint.